Event description:
During a cardiac catherterization the sheath was inserted into the right femoral artery. Upon removal of the dilator, it separated distal to the hub. The physician reinserted the guidwire through the dilator and sheath to remove the components in their entirety. Femoral access was maintained with the guidewire; a new sheath was inserted into the right femoral artery and the procedure was completed successfully. There were no consequences to the patient.